Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an emergency c-section on (B)(6) 2019 and suture was used. During the procedure, when using the suture to close the skin, the needle came away from the suture. The surgeon opened another suture and continued on. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Sent to the FDA: 07/23/2019. H3 evaluation: an empty labeled winding former and a detached needle of product were received for evaluation. During the visual inspection of detached needle, the swage and attachment area were as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted and slightly marks were noted on the body needle. The suture was not received for evaluation to determine the assignable cause. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the sample condition, it could not be determined what may have caused the reported incident.